Event description:
Following implant of the device, loss of capture on the right ventricular channel was observed. The device was explanted and replaced during an unrelated procedure to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to capture and pacing anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Results from capture test under nominal conditions are normal, and output verification under nominal settings found all parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.